Event description:
I had a very bad accident inside my bathroom, I began to feel like I was going to pass out but in seconds I saw a light something like a lightening, it was white and had a strange voice and it just like very fast in seconds flew right in front of me and land on both my feet, it was very fast, I believe this lightening came out of my ICD, my doctor doesn't even want to here what I¿m saying, all he says is that wasn¿t from my defibrillator, immediately that lightning bang on my feet I lost balance of my legs and went down to the floor, I had my cell phone and I was able to call my husband at his job and when he heard my voice he knew something was wrong with me and dropped everything and came home, he immediately called the ambulance and I explained what happened and no one believes me everyone says yes you probably saw light because that is what people see when they get dizzy, this was not a light it was like a lightning and the way it flew very quickly in the air side by side up and down then slammed right to my feet was the worst, when I was on the floor I notice a red bump on my right foot and one on my left foot, I felt something like a stunning burn, then ambulance came and took me to the hospital and I said what happened while laying in bed doctor came in and says ok no need to keep you here and then showed my foot and doctor said oh what happened did you hurt yourself, than said mmm let¿s leave you here one more day, everywhere I go for x-ray and say my story I feel like no one wants to treat me, I just don¿t know what to do, I am in so much pain, my both legs are injured and have fractures, hospital did send me home with wheel chair, I have a st. Jude ICD, eclipse implanted in (B)(6) 2016. FDA safety report ID # (B)(4).